Manufacturer narrative:
(B)(4) relate to fiber. Visual examination of the returned fiber revealed approximately 0.05mm of exposed glass tip remaining. The pattern on the tip face is consistent with a fracture indicating a portion of the tip detached.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 laser fiber, the fiber tip degraded too quickly. The fiber was used with a 100 watt lumenis laser with laser settings of .6 joules and 6 hertz. The procedure was completed with the same flexiva 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.